Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke and came untied. The surgeon applied another product. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.